Manufacturer narrative:
The customer¿s report of a trifuse leak was confirmed. No anomalies were observed during initial visual inspection. Functional testing produced no leaks. Pressure testing observed a leak from one of the maxzero components. Closer inspection under magnification observed a microchannel on the interior maxzero walls that allowed fluid to leak. The root cause of the leak is a microchannel found in the maxzero. The root cause of the microchannel which creates a fluid path is a manufacturing equipment error during final assembly.

Event description:
The customer reported that the tri-fuse tubing set leaked from the white clamped arm of the tubing set. The customer describes the tubing set up as the mz9266 is usually attached to a 2430-0500. A mz9267 is then attached to one of the unused arms of the tri-fuse set. If additional fluids are required, the 2430-0500 would be added to one of the unused arms of the mz9266. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tri-fuse tubing set leaked from the white clamped arm of the tubing set. The customer describes the tubing set up as the mz9266 is usually attached to a 2430-0500. A mz9267 is then attached to one of the unused arms of the tri-fuse set. If additional fluids are required, the 2430-0500 would be added to one of the unused arms of the mz9266. There was no patient harm.